Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that resistance was met when attempting to inflate the cuff to a smiths medical portex® endotracheal tube. No adverse effects were reported.